Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The customer used two different lots of test strips, but could not recall which lot number of test strips she used for each of the tests. This medwatch will be for lot 30497423. Refer to the medwatch with patient identifier (B)(6) for strip lot 36887121. The results from the meter around 12:00 pm were 3.9 inr and 4.2 inr. At 2:00 pm, the result from a laboratory was 2.6 inr. The reagent was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 2.5 inr - 3.5 inr. The customer was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no new medication, no new illnesses, no diet changes, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (368871 and 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.